Event description:
It was reported that "the tubing connected to the z-site came off at the connection in coronary care unit - surgery (ccu-s) before use."

Manufacturer narrative:
One vamp plus with pressure tubing line including three z-sites was received for evaluation. No priming solution was visible. The reported defect was confirmed. The tubing was detached from solvent bond joint at patient side z-site. Indication of bonding solvent was present at small part of tubing bond area. Visual examinations were performed under microscope at 10x magnification. Damage occurred on patient side of the kit. Risk assessment has been conducted for this condition. As customer complaint was confirmed awareness training is being conducted at our manufacturing plant in addition to assigning a cross-functional team to investigate these type of occurrences in order to determine a root cause and take actions as deemed necessary. A device history record review was not completed as the lot number was unknown.

Manufacturer narrative:
A device history record review was complete and documented that the device met all specifications upon distribution.